Event description:
A malfunction alarm occurred, identified as malfunction code 16, with no notable events prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged for the replacement of the pump, which was under warranty, and guided the customer to switch to multiple daily injections as a backup insulin therapy. The customer was also instructed on how to store and return the malfunctioning pump using a pre-paid label, which they understood and acknowledged.